Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, into a surgical valve, a right transfemoral approach was attempted but access was challenging due to significant peripheral vascular disease. After using several sheaths, dilators, and a non-medtronic balloon, a 20 french non-medtronic sheath was inserted as it would advance. There was stenosis in the common iliac artery that prevented the sheath from being completely inserted, but it was reported to be in far enough that the device would reach. A non-medtronic guidewire was used during the procedure. There was no difficulty inserting the delivery catheter system (dcs) into the sheath and the dcs advanced without resistance. The valve was delivered and deployed to an appropriate depth. Moderate paravalvular leak (pvl) was noted. After evaluating hemodynamics, a decision was made to perform a post-implant balloon aortic valvuloplasty (bav) to reduce the pvl and optimize hemodynamics by improving diastolic pressure and lowering the left ventricle end diastolic pressure (lvedp). After the bav was performed with a non-medtronic balloon, hemodynamics improved significantly and trace pvl was noted. The sheath was removed, and the access site was closed with anon-medtronic closure device. Final angiography from the opposite side showed that there was not flow distal to the access site. A dissection was suspected. A wire was placed over the iliac bifurcation and the right common femoral artery (cfa) and external iliac artery were ballooned. After ballooning, flow was restored to the vessel, but a spiral dissection was noted in the superficial femoral artery (sfa) and profunda. Vascular surgery was consulted, and it was decided to perform a cut-down and intervention with thrombectomy. The procedure was converted to open surgery and blood flow was fully restored. The exact cause of the dissection was not known but it was reported to be likely caused by the dilators and/or non-medtronic sheath. It was reported that the peripheral vessels were small and narrow for the sheath used, but believed to be the only viable option for getting the valve into the patient. The patient anatomy included areas of calcification in the external iliac and the minimum access diameter was 5.7 mm. The patient was reported to be recovering well following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Cine films were submitted for review. The cine films confirmed that upon final angiography of bilateral distal runoff, no flow distally was observed. The right common and external iliac were ballooned and flow was restored. A spiral dissection was noted in the superficial femoral artery (sfa) and profunda. Based on the information available and cine review, an assignable root cause of the vascular complication cannot be determined. It was reported that the complication was likely caused by the dilators and/or non-medtronic sheath. No relationship to the delivery catheter system (dcs) could be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this ev ent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.